Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed with a rotapro 1.25mm and a rotawire. During the procedure, it was noticed that the rotapro 1.25mm burr would repeatedly become stuck on the guidewire. The burr and guidewire were removed and replaced with different devices. The procedure was completed successfully with these new devices with no patient complications.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: the rotapro device was returned for analysis. Inspection of the device found that the wire was severely kinked/twisted, as part of overall visual revision. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Microscopic and visual inspection of the wire found that the wire was severely kinked/twisted at 94cm from the proximal tip. The rotawire was able to be removed but was not able to be reinserted into the rotapro device due to the kink/twisting damage. Overall length: length measurement was unable to be accurately taken due to the severity of the kink/twisting damage. Outer diameter of the device was measured and found within specification.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed with a rotapro 1.25mm and a rotawire. During the procedure, it was noticed that the rotapro 1.25mm burr would repeatedly become stuck on the guidewire. The burr and guidewire were removed and replaced with different devices. The procedure was completed successfully with these new devices with no patient complications.